Manufacturer narrative:
A device service history review was performed and identified that the machine was manufactured in 2018 and no similar occurrence has been reported. Through follow-up communication performed on previous cases, livanova learned that the device was cleaned regularly as per instructions for use (IFU) and that it was placed inside the operating theatre during use at an estimated distance of 3 meters from the surgery field. Moreover, an equivalent performance filter used for tap water. No deviation from IFU's of product in terms of cleaning and disinfection procedures was identified. In addition, the customer did not use a reusable heating blanket for the patient. Based on the information collected the complaint was caused by a source of contamination present at the customer site, despite the precise source of contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This report was due on november 25, 2023. However, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacteria chimera. There is no patient involvement.